Manufacturer narrative:
Returned for evaluation was venacure1470 laser unit, serial number (B)(6). Functional testing of the unit noted no issues. The unit was tested with no issues and meets all specification criteria. The reported complaint description is not confirmed due to the nature of the burn failure mode and that the customer later reported that it was determined this event was most likely not a patient burn; rather a medication reaction. The location of the burn could not be confirmed or if a burn actually occurred. In addition, the laser generator was functionally tested and met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis·hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)" A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Event description update due to additional information provided: an angiodynamics territory manager (tm) reported an issue with a venacure 1470 laser. The tm stated that the account reported a patient burn and would like to send the laser in to be evaluated and serviced, if necessary. Additional information received reported the event was most likely not a patient burn, but a reaction to a medication. Due to this information, this event no longer meets the criteria for a reportable event for an angiodynamics product. This report is being submitted to close out the complaint file.

Manufacturer narrative:
The vcure1470 generator has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager (tm) reported an issue with a venacure 1470 laser. The tm stated that the account reported a patient burn. No other information was provided. Attempts to obtain additional information are being performed. It was indicated the reported vcure1470 generator (serial number (B)(4)) is available for return to the manufacturer for a device evaluation.